Manufacturer narrative:
Manufacturing review: a lot history review was performed. This is the only complaint to date for this lot number. Therefore, a device history record review is not required. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately eleven months post filter deployment, computed tomography revealed a small pulmonary emboli in the subsegmental branch of the right lower lobe. Approximately three years later, computed tomography revealed no evidence of pulmonary embolism or dissection. Approximately one year later, computed tomography revealed the limbs of the inferior vena cava filter penetrated the inferior vena cava. This was more prominent on the right side. On the left side it abutted up against the aorta with one limb appeared to penetrate the right lateral wall of the aorta. The superior end of the filter was tilted to the left side and abutted the left lateral wall of the inferior vena cava. Therefore, the investigation is confirmed for perforation of the inferior vena cava (ivc) and filter tilt. Additionally, it can be confirmed that the patient experienced pulmonary embolism post deployment. However, the relationship to the filter is unknown. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. (Expiry date: 06/2013).

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with the lower extremity venous embolism. At some time post filter deployment, it was alleged that the filter tilted and struts perforated. The device has not been removed and there were no reported attempts made to retrieve the filter. The patient was diagnosed with pulmonary embolism post implant; however, the current status of the patient is unknown.